Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was in critical override mode. The technical support specialist (tss) dialed into the server and logged into system. Verified that three stations were on critical override and ran the critical override reason query, which showed "inbound down delay." Connected to cce and found services stopped because the e drive was full due to old backup files. Removed all files older than 7 days using purge bat, restarted services, and confirmed no messages were stuck in the queue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.